Event description:
A report was received that the patient underwent an ipg replacement as the ipg was damaged by electrocautery used during a lead revision. The patient is reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient underwent an ipg replacement as the ipg was damaged by electrocautery used during a lead revision. The patient is reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint of the premature battery depletion of the ipg has been confirmed. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. It was reported that monopolar electrocautery was used during the patient's lead revision.